Event description:
Rptr experienced implant rupture, breast pain, cold hands, right arm swelling and warm, goiter, rhinitis, tongue numbness, headache, upper respiratory infections, pharyngitis, skin lesions, chest pain, dermatitis, bronchitis, breast scarring, neck pain, cellulitis of right arm, eye discharge, back and leg pain, neck and jaw pain, foot/hand swelling, toe numbness, arthritis symptoms (back and knees), breast cancer, muscle fatigue, arms and leg fatigue, hand and fingers swelling, thick breast skin, general aching/stiffness, crooked placement of implants, implants not symmetrical, memory loss and forgetfulness. Implant date: 9/16/76.